Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a documented peak blood glucose of 503 mg/dl over approximately forty hours while using the ilet with a 23" teflon 6 mm inset infusion set, prompting troubleshooting that included confirming infusion set placement, performing a fill cannula, and later transitioning to a contact detach infusion set. Symptoms included brain fog, dizziness, and thirst. Outcomes included user-reported impaired well-being without need for assistance from others, professional medical intervention, or hospitalization. Investigation included technical support troubleshooting and user education regarding infusion set replacement and use of back-up therapy. Investigation of this case revealed that the exact cause of the hyperglycemia could not be determined, and the event resolved after manual insulin injection and resumption of insulin delivery with a different infusion set. It was concluded that the event was consistent with hyperglycemia of unclear cause with no device malfunction confirmed.